Event description:
Product analysis for the lead was completed and approved. Abraded openings were identified in the outer and the inner silicone tubing of the returned lead. A break was identified in the positive coil. Scanning electron microscopy images of the positive coil break show that pitting or electro-etching conditions have occurred at the break location. However, due to mechanical distortions (smoothed surfaces), metal dissolution and/or surface contamination the fracture mechanism cannot be ascertained. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than identified tubing openings and the cut ends of the returned lead portions. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
Lead was received for analysis. Analysis is currently underway but has not been completed to date.

Event description:
It was reported that a patient had lead replacement surgery due to high impedance. The explanted device has not been received to date. No additional or relevant information has been received to date.